Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event and their exchange was done in hospital ward. The treatment for the peritonitis included injection of reflin (1 gram, frequency and route not reported), injection of fortum (1 gram, intraperitoneally (ip), daily) and injection of heparin (dose, route and frequency not reported). The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.